Event description:
It was reported by the user facility that the rover power plug was melted. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device. It was determined that an internal wire within the power plug assembly became loose, which can result in thermal damage to the surrounding plastic housing. The thermal damage was contained within the plastic housing, and therefore was not accessible the user. The cause of the wire loosening is unk, but may be the result of mishandling when the unit is unplugged from the wall outlet. The damaged plug assembly was replaced and the rover was returned to use.